Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2020 during which the surgeon noted the mesh was found to be malpositioned, having migrated and was causing a recurrent hernia. The peritoneal side of the mesh was removed. It was reported that the patient experienced chronic pain, scarring, anxiety, mental anguish and stress. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 6/2/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.